Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. No glucose levels were reported. It was stated that the customer declined to troubleshoot the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report to the best of our knowledge.